Event description:
Healthcare professional reported via nbir, left side "rupture/deflation". And "change shape/style/size". The device has been explanted.

Manufacturer narrative:
This complaint was received via the national breast implant registry. Follow up cannot be performed, as no identifiable or contact information is provided in the registry. Reason for reoperation: "rupture" and "change shape/style/size".

Event description:
Healthcare professional reported, via nbir left side "rupture/deflation". And "change shape/style/size". The device has been explanted.

Manufacturer narrative:
Corrected data: g.3.: aware date of the initial mw, should have been listed as (B)(4) 2023.